Event description:
The report from the field indicated that the hub of the device was noted to be cracked upon removal of the product from the package. The product was not clinically used in the patient. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.